Event description:
It was reported that this right ventricular (rv) lead was fractured and out of range exhibited pacing impedance. Also, noise was noted with the lead that looked like a minute ventilation chop (mv). Furthermore, this rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.